Event description:
Bipolar cord caught fire. Bipolar cord was plugged into valleylab a1800. Coag/cut settings were at 30 each. When md pressed foot pedal the cord smoked & caught fire. Md was notified & stopped using cautery. Flames stopped. Bovie cord was pulled from field and replaced with another cord. Regarding the reporting of this incident, the hosp had determined this to be a non-reportable event, and did not initiate a medwatch report. After reviewing the regulations, distributor concluded to submit this report as a cautionary measure. The device involved has not been released from the hosp. They anticipate its release in the beginning of 1/2000, at which time it will be forwarded to the MFR for their eval.